Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, selftest, error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force system sensor. Unable to complete functional test due to prime anomaly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the product was returned for unknown reasons. Customer's blood glucose was unknown at the time of incident. No further details given.